Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported an "x" was displayed over the roller pump icon on the central control monitor. The roller pump could still be controlled using the redundant local controls on the pump. The user replaced the network interface channel circuit board. As a result, the roller pump began communicating with central control monitor, and could be controlled using the central control monitor as well. The user employed an alternate device for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.